Event description:
It was reported, that the patient was seen in clinic on (B)(6) 2023 shortly following a new implant. It was noted, that there was no atrial capture and right atrial capture threshold testing. And sensing markers were falling in line with right ventricular sensing markers. Dislodgement into the right atrial (ra) lead into the ventricle was confirmed. The patient was re-programmed. A lead revision was performed (B)(6) 2023, during which tissue was found in the helix. And the ra lead would not retract. The ra lead was explanted and replaced. The patient was stable.